Manufacturer narrative:
During an administrative review, the following paragraph was inadvertently left out of the previous submission. Therefore, a supplement report is being submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that patient factors (diabetes) along with the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by our edwards affiliates in australia, approximately five years and five months after the initial tavr procedure with a 29mm sapien 3 valve, the patient presented with severe calcific stenosis, along with symptoms of dyspnea and exertional angina. A valve-in-valve procedure was performed, during which a 26mm sapien 3 ultra resilia valve was successfully implanted. According to medical opinion, the failure of the initial valve was not attributed to any design or manufacturing defect, but rather to the patient's underlying medical condition. The exact date from the on-set of symptoms and severe calcific stenosis is unknown at this time.